Manufacturer narrative:
Block b3: approximated based on the date of the procedure.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inefficient therapy. No additional information has been obtained despite multiple good faith efforts.